Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
A cusa excel 23khz cem nosecone was reported to have turned on without pushing the button. Additional info has been requested.